Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported surgeon trialed exeter broach & trial head dislodged insitu, surgeon momentarily lost trial head in patient & located trial head deep within patient tissues. Trial head was recovered. Sales rep further reported it caused a lengthy delay but couldn't specify a period of time.